Event description:
I recently switched from a dexcom cgm to a medtronic cgm when I started pump therapy. I don't have enough data to write a technical count but the medtronic cgm is dangerously inaccurate. Following all the instructions.